Event description:
It was reported that during a procedure of the right coronary artery, after predilatation of the lesion with a 2.5 x 12 balloon catheter at 14 atmosphere (atm) for 18 seconds, the 4.0 x 18 mm multi-link 8 stent delivery system (sds) was deployed at 12 atm for 18 seconds. After balloon deflation, it was noted that the sds was stuck with the stent. The balloon was fully deflated. The device was removed from the anatomy without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: it was initially reported that the device was not being returned for evaluation. The device was subsequently received for evaluation. The difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.